Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock controller board. System operates as intended.

Event description:
The customer reported the system displayed a generator error and would not complete boot up. No pt injury was reported.